Event description:
Pt reports sudden loss of stimulation and alleges that a store security system may have caused their loss of stimulation. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.